Manufacturer narrative:
The hospital biomed performed a checkout of the device and found the equipment to function within specification. The reported complaint could not be duplicated. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user to switch to alternate o2. The screen subsequently shut down. The clinician switched to manual mode of ventilation while power to the unit was cycled. There was no reported patient injury.